Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-529b-(B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild crystal deposits and detritus adhesion on metal surface; the fiber exhibits scratch marks on outer flow tubing near open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that @ 304,461 joules of use and 32:41 minutes, "excessive greenlight activity" was observed. The fiber tip (cap) was cleaned during the procedure. The procedure was completed using a second fiber. There was no injury to the patient reported.